Manufacturer narrative:
Corrections: d, f, g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted the patient has experienced pain, suffering, disability, impairment. Per additional information received via medical records on 10feb2023, the patient has experienced pain, urinary incontinence, infection, recurrence, rotted mesh, dyspareunia, vaginal scarring, bowel problem, organ perforation, urinary problems, extrusion and required additional surgical and non-surgical interventions. Per additional information received via medical records on 06mar2023, the patient has experienced pain, urinary incontinence, infection, recurrence, rotted mesh, dyspareunia, vaginal scarring, bowel problem, organ perforation, urinary problems, extrusion, candida glabrata (fungus), megaspheara (bacteria), emotional distress, suffering, urinary urge incontinence, inflammation, high blood pressure, adhesions, erosion, fistulae, risk of recurrence, bleeding, organ prolapse, neuromuscular problems, anemia, declining cognition, multiple episodes of urinary tract infections, cystitis, vaginitis and required additional surgical and non-surgical interventions.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted the patient has experienced pain, suffering, disability, impairment. Per additional information received via medical records review on (B)(6) 2022, the patient has experienced pain, urinary incontinence, infection, recurrence, rotted mesh, dyspareunia, vaginal scarring, bowel problem, organ perforation, urinary problems, extrusion and required additional surgical and non-surgical interventions.